Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing broke in two in the middle of the feeding route with three feeding sets. The therapeutic product being used was megareal fibre. The volume per day is 1000ml. Mode of administration is a button. Type of administration is a pump. There was no consequence to the patient but there was an obligation to change the tubing.